Event description:
It was reported that patient experienced increased nickel levels in 2014 as 2.39. In (B)(6) 2018, it was reported a decreased nickel level but were still above upper limit with value of 1.2.

Manufacturer narrative:
The associated anthology porous stem, r3 acetabular shell and titanium modular head sleeve were not returned for evaluation. However, device details were provided. Thus, a review of device history record and complaint history were performed. The review of the manufacturing records for the listed batches did not reveal any deviation from the standard manufacturing processes. A review of complaint history on the listed parts revealed no prior complaints for the listed batch with the same failure mode. This investigation could not determine a specific cause of failure. At this time, we have no reason to suspect that the products failed to meet any product specifications at the time of manufacture. Our clinical evaluation noted that there are no lab results confirming the increased nickel levels and no supporting medical documentation have been provided to conduct a thorough clinical investigation. Additionally, there are no reports of how the increased nickel levels were treated or the patient's current condition. Due to the limited information, a clinical assessment is not able to be performed. No further investigation is warranted for this complaint; however we will continue to monitor for future complaints and investigate as necessary. We consider this investigation closed.